Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) printer is not printing clear. There was no harm to patient reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected fields: e1(initial reporter). Additional contact information: (B)(6). A getinge field service engineer (fse) stated that he spoke with ben chan, bwh biomed. He is factory trained and will complete the service call in-house.clinical staff mistakenly called getinge service instead of calling in house biomed.no further information is available. This so is closed. H3 other text : biomedical engineering is factory trained and will be handling this repair.

Event description:
N/a.